Manufacturer narrative:
The customer did not retain the model and lot number which determines the date of manufacture and the 510k. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report the tracheal tube had a rough coating. Customer stated there was cracking and peeling observed which caused irritation and bleeding on the trach site.